Event description:
Healthcare professional reported "deflation" and "infection" against left device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection.

Event description:
Healthcare professional reported "deflation" and "infection" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and yellow particles in the surface of the shell . Leak test was performed and found opening on radius . A microscopic analysis was performed which identify crease sharp opening on radius . The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a crease sharp opening on radius assessed to a fold flaw opening. Fi summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30016520 is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of (B)(6) 2020 through (B)(6) 2022, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.